Event description:
Customer called stating that their meter is reporting low results. They received a result of 64 mg/dl compared to the paramedic results of 34 mg/dl. The paramedics injected them with insulin and no further treatment was required. An evaluation of the system was conducted over the phone, which determined that the customer was using expired strips. Customer was asked to return meter for further analysis and a replacement was provided.